Event description:
A report was received that the patient had been burned at the pocket site while charging. Symptoms include redness and blisters. Database analysis revealed no anomalies. The patient was prescribed with topical ointment. The patient was doing well and the burn is healing.

Manufacturer narrative:
Date of event: (B)(6) 2012.